Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, intermittent atrial undersensing during an atrial fibrillation episode was observed. Programming changes were discussed. The patient will continue to be monitored and there were no patient consequences.